Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) is having site discomfort, and the system has not worked in a year. Pt is requesting for an explant, and has one scheduled for november 18th.